Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fractured implant, osteolysis, and subsidence.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device did not confirm the reported fracture; however, the distal keeled post was substantially deformed posteriorly. Damage is observed to the anterior cement feature of the distal post. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the deformed distal keeled post with the provided information; however, possible patient bone quality and posterior subsidence of the device are likely contributing factors. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.